Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova field service representative was dispatched to the facility and confirmed the reported malfunction. He traced the failure back to a defective compressor.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was tripping the fuse when the compressor was activated to cool down the tanks. The issue was identified after the procedure. Livanova (B)(4) received a report that a heater-cooler system 3t.